Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation), patient¿s condition affected effectiveness of device (stenosis and calcification), deformation problem; evaluation: conclusion: known inherent risk of a procedure (stent deformation), device failure related to patient condition (stenosis and calcification). (B)(4).

Event description:
Physician was attempting to treat a calcified lesion in the lcx with 95% stenosis using an endeavor resolute rx drug eluting stent. The device was prepped before use with no issues noted. The lesion was pre-dilated twice at 10atm for 5 seconds and at 14 atm for 5 seconds. 70% stenosis remained after the dilation. An attempt was made to position the stent however the device could not pass the lesion. No resistance was noted during advancement to the lesion. The physician changed to a non-medtronic device but this also could not pass the lesion. The physician stopped the surgery. No patient injury was reported. The device was returned to the manufacturing facility and analysis revealed damage to the stent. Evaluation summary the distal tip was flared and partially bunched. The 1st and 2nd proximal stent segments were deformed with numerous struts raised and overlapping the 3rd segment. The remaining segments were intact. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).